Manufacturer narrative:
The device was a sales rep's sample that was sent in for testing. During the repair process it was found that the device was heating up. The device was scrapped and a replacement was provided.

Event description:
It was reported that the collet got hot while testing it in service repair. There was no pt involvement or adverse consequences related to this event.